Event description:
It was reported that a patient presented in clinic for a procedure on (B)(6) 2021. During implant of the atrial, lead noise and failure to sense was exhibited when the lead was connected to the pacing system analyzer. During procedure, measures were taken to address this but were unsuccessful. A new lead was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.